Manufacturer narrative:
Lot/serial# 17522090: (B)(4). The gore® dryseal flex introducer sheath instructions for use (IFU) states, caution: do not continue advancement or retraction of the catheter or other device into or out of the sheath if there is resistance. Determine the cause of resistance before proceeding. (B)(4).

Event description:
On (B)(6) 2018, the patient underwent treatment of a thoracic aortic aneurysm with conformable gore tag® thoracic endoprostheses using 22fr gore® dryseal flex introducer sheath. There was debranching of the aorta arch branches performed prior to the tevar procedure on the same day. It was reported that in order to deliver the tgu373715j/17189879, an access was made from the left groin and the sheath (dsf2233/17522090) was advanced, but there was resistance due to tortuosity and the anastomosis site of the abdominal aorta and the physician was unable to advance the sheath. The physician was reportedly advancing the sheath through an artificial landing zone. A 10 mm pta balloon was used to dilate the access vessel and the sheath was advanced again, however, it was also unsuccessful. The physician was able to only advance the dilator of the sheath with no resistance and he tried to advance the conformable gore tag® thoracic endoprosthesis (tgu373715j) outside the sheath, but it was also unsuccessful advancing the tgu373715j device due to resistance. When the physician retracted the tgu373715j into the sheath, the sheath was deformed (accordion-shaped, please see the attached device photo), and he was unable to remove the tgu373715j from the sheath. The physician removed the sheath and tgu373715j device together from the patient, he cut the sheath and removed the tgu373715j device from the sheath. The physician opened and advanced a new 22fr sheath (lot #: 17522091) and was able to advance the sheath into the aorta. The tgu373715j device was then implanted successfully. An angiography indicated a suspected collapse of the anastomosis site and a pll161207j device was additionally implanted to reline the anastomosis site. The procedure was finished with no evidence of endoleak. The patient tolerated the procedure. The sheath was discarded at the facility. The physician reported that it was difficult to advance the sheath because the abdominal aorta had been replaced with a surgical graft. The clinical specialist reported that the access vessel was severely tortuous and resistance was expected.